Event description:
It was reported that the power chair's joystick controlled movement was erratic. The customer contact believes the gimble is defective. There were no reports of adverse patient effects.